Event description:
Reporting status: death, reporting rationale: death, device issue: none. It was reported that the patient was an acute ami patient. Just after the two stents were implanted there was slow flow in the artery and the patient died on the cath lab. Table. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link rx vision coronary stent system indicated is being filed under the same MFR number. Result and conclusion summation-product performance engineering reviewed the incident information. There was no reported device malfunctions at the time of the procedure. Ischemia and death, as listed in the device risk assessment and instructions for use are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality issue. Although a conclusive root cause cannot be determined for the relationship between the reported patient effects and the devices, there are no indications of any product quality issue.